Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, with high ketones; cause was unknown. Bg value not provided. The customer administered a manual injection to address bg level. The customer reverted to an alternate method for insulin therapy.